Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that throughout the day, the customer had experienced fluctuating blood glucose (bg) levels, ranging from 53 to the 200's range (mg/dl). The customer stated that when experiencing a low bg level, a snack will be eaten to correct. The customer stated that when bg level is elevated, the customer waits until there is no more insulin on board (iob). Then, if bg level is still elevated, a correction bolus will be delivered via the pump.